Manufacturer narrative:
The device was not returned for analysis. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information, the proglide device worked fine; however, after closure, the footplate was examined with an instrument and crumbled. This indicates that handling of the foot with the instruments likely contributed to the reported foot detachment and did not occur during the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device. Reportedly, the proglide device worked fine; however, after closure, the footplate was examined with an instrument and crumbled. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.